Event description:
It was reported that the device was giving system failure as a positive supply bgnd test. No patient injury was reported.

Manufacturer narrative:
Customer reported that device was giving system failure. Pump sent in previously on (B)(6) 2021 for 'positive supply bgnd test'. Repair tech could not duplicate the reported problem and replaced the main board as a preventative measure. Tamper seals were intact, device was in good physical condition, no signs of external damage. Performed power up process, occlusion test, checked the reading of power supply on main board. Positive supply bgnd test, screen intermittently goes blank when moving plunger head back and forth. Found 'positive supply bgnd test' when moving plunger head. Pos supply value drops from 9.280 to 4.224 when screen cuts back. Unable to determine who caused the problem, found no damage to the plunger cable. The plunger cable does not operate as intended and was causing electrical short. Replaced the plunger cable. Performed power up process, pm, verified pos supply reading within spec, and performed all functional tests which passed.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log identified positive supply background (bgnd) test.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log identified positive supply background (bgnd) test.